Event description:
Patient underwent laparoscopy, robotic l oophorectomy, lysis of adhesions and cystoscopy. Fenestrated bipolar grasper failed to work from initial implementation. Equipment did not grasp or hold onto tissue. New instrument utilized without further issues. No harm or injury to patient.